Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer stated that quality control (qc) was in range on the day the event occurred. A siemens technical support technician (tst) auto-aligned reagent arm 1 (r1), reagent arm 2 (r2), and sample arm 1 (s1) probes. The tst ran sodium hydroxide (naoh) clean on r1 and r2 probes. The tst primed the probe pumps and homed all modules. Then the tst reset the dimension vista. A siemens regional support center (rsc) specialist reviewed the instrument data and determined that no further troubleshooting is needed for this particular incident as it is isolated to one patient sample. No other errors on sample besides error message "above reference range". Qc was in range and continues to be in range. A siemens headquarters support specialist reviewed the instrument data which indicated that the issue was resolved by cleaning and aligning the probes on the dimension vista. The cause of the discordant, falsely elevated ctni result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on a dimension vista 500 instrument. The result was reported to the physician(s) who questioned it. The sample was repeated on an alternate dimension vista instrument, resulting lower. The sample was then repeated on the original instrument, resulting lower and matching the alternate instrument result. The corrected result was reported to the physician(s). There no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.